Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - belgium.

Event description:
It was reported during surgery that there was slow engine. There was no harm or delay reported. The speed of the dermatome decreased on contact with the skin and stopped when pressure was applied to remove the skin. The patient could not be transplanted. The surgical site remained open and a transplant was rescheduled. Due diligence is complete.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.